Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that when preparing to do pd treatment, the patient noticed a spark in the pump area of the cycler when trying to insert the cassette. The spark is at the latch in the bottom of module. A new cycler was issued. The patient is able to do manual treatments in the absence of a cycler. In a follow up, pd nurse verified the spark event and said there was no harm, intervention or adverse event due to the spark. The patient did get a new cycler and is having no further issues. The old cycler is available to return as a sample.

Manufacturer narrative:
Correction: b.5., d.8.

Event description:
A peritoneal dialysis (pd) patient reported that when preparing to do pd treatment, the patient noticed a spark in the pump area of the cycler when trying to insert the cassette as well as a burning smell. The spark is at the latch in the bottom of module. A new cycler was issued. The patient is able to do manual treatments in the absence of a cycler. In a follow up, pd nurse verified the spark event and said there was no harm, intervention or adverse event due to the spark. The patient did get a new cycler and is having no further issues. The old cycler is available to return as a sample.